Manufacturer narrative:
Due to character limitation in e1 for event site name, the full event site name is (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer during use that the cs300 intra-aortic balloon pump (iabp) unit's screen became distorted during clinical use. There was patient involvement but no harm reported.

Manufacturer narrative:
Corrected field: e1(event site telephone) updated field: b4, g3, g6, h2, h6(medical device ¿ problem code, type of investigation, investigation findings, investigation conclusions), h11 . A getinge field service engineer (fse) inspected the unit and identified a loose display connector. The connector was cleaned and properly re-secured. The unit passed all functional and safety checks with factory specifications and was returned for clinical use.

Event description:
N/a.